Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after switching infusion tubing without fully priming it, resulting in insufficient insulin delivery through the infusion set and connector; troubleshooting and education were provided to disconnect from the body, perform a proper tubing fill, and subsequently change the infusion site and supplies. Symptoms included elevated blood glucose with a peak of 322 mg/dl without ketone testing, medical intervention, or emergent symptoms. Outcomes included transient impact on blood glucose control without hospitalization, device alarms, or need for assistance. Investigation included complaint handling, user interview, and technical review of use steps. Investigation of this case revealed user-dependent setup error consistent with an infusion set deployment or connection issue that led to underdelivery until the tubing was fully primed and the site was changed, after which glucose levels returned to range. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set and tubing change leading to incomplete priming and temporary underdelivery.